Event description:
It was reported that while inserting an intraocular lens (iol) in the eye of a patient, a capsular tear occurred. The iol was removed and replaced in the same procedure. The iol was cut to removed from the eye, and replaced with a three piece lens. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.